Event description:
After successful intubation, cuff was inflated - would not inflate after multiple attempts. Decision at that point was to switch out tube with bougie. Patient re-intubated without complication.